Event description:
Information received from the (B)(4) database. Treatment of a large unruptured saccular sidewall aneurysm measuring 17mm x 2mm located in the right ica (internal carotid artery). It was reported that the patient underwent the first pipeline (3.00mm x 18mm) procedure on (B)(6) 2013 with excellent ped (pipeline embolization device) deployment with no evidence of compromise of flow in the parent vessel and good stasis of contrast into the aneurysm. Post procedure imaging showed no aneurysm leakage or rupture. The patient underwent the second pipeline embolization treatment on (B)(6) 2013 involving three pipelines (overlapping method) to treat a large unruptured saccular sidewall aneurysm measuring 11mm x 6.5mm located in the left ica. During catheterization of the left ica, there was significant flow stasis due to vasospasm within the upper cervical ica. The subject experienced aphasia and right-sided weakness. The subject was treated with 10 mg of verapamil. There was complete resolution of symptoms. The first ped (2.75mm x 20mm) did not have good coverage due to foreshortening. The second ped (3.0mm x 16mm) did not overlap the first device as desired; however, the third ped (3.00mm 18mm) covered the neck of the aneurysm. The peds extended from the cavernous segment into the m1 (sphenoidal) segment. The patient tolerated the procedure with the exception of the ischemic even that occurred when the guide catheter was first introduced in the patient. There was no evidence of distal thromboembolism and post procedure imaging showed some flow stasis within the aneurysm, otherwise it was a successful embolization of the aneurysm. It was reported that the patient had severe headaches with unknown casualty on (B)(6) 2013 and was hospitalized. The patient was given medication; however, they resolved on (B)(6) 2013. The patient had an angiogram on (B)(6) 2013 which showed no signs of hematoma, hemorrhage, or loss of distal pulses. The ped flow was patent with no evidence of in-stent stenosis. The right ica aneurysm was retreated on (B)(6) 2013 and post imaging showed decreased filling.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The implant dates (procedure dates) are (B)(6) 2013. The device involved on the first procedure ((B)(6) 2013) is as follows: model#: fa-77300-18 / lot#: not reported / dom: n/a / exp: n/a. The devices involved in the second procedure ((B)(6) 2013) are as follows: model#: fa-77275-20 / lot#: not reported / dom: n/a / exp: n/a; model#: fa-77300-16 / lot#: not reported / dom: n/a / exp: n/a; model#: fa-77300-18 / lot#: not reported / dom: n/a / exp: n/a. (B)(4).

Manufacturer narrative:
Additional information: the device used in the re-treatment procedure on (B)(6) 2013 was a pipeline (3.00mm x 25mm). On 03 oct 2013, the presented with a severe, serious adverse event of complex migraines with symptoms of left sided paresthesia with some blurred vision and was admitted to the ER (emergency room). No medication was given and no additional intervention required. The event resolved on (B)(6) 2013. The relationship of the event was noted as unknown. On (B)(6) 2014, an angiogram showed no residual aneurysm. On (B)(6) 2014, the patient experienced a mild, non-serious adverse event of vision changes in the left eye. No medication was required for the event. The patient was advised by their neuro-ophthalmologist that there was no reason for event and that the symptoms may continue. The event relationship was noted as unknown and is ongoing. Received lot numbers for all the devices involved in all three procedures. They are as follows: procedure on (B)(6) 2013: model: fa-77300-18 lot: 9686775 dom: 02 jan 2013 exp: 02 jan 2016. Procedure on (B)(6) 2013: model: fa-77275-20 lot: 9644265 dom: 17 sep 2012 exp: 17 sep 2015 , model: fa-77300-16 lot: 9706882 dom: 13 feb 2013 exp: 13 feb 2016, model: fa-77300-18 lot: 9686775 dom: 02 jan 2013 exp: 02 jan 2016. Procedure on (B)(6) 2013: model: fa-71300-25 lot: 9670439 dom: 14 nov 2012 exp: 14 nov 2015.